Manufacturer narrative:
Concomitant medical products: 429888 lead, implanted : (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that telemetry was unable to be established with the cardiac resynchronization therapy defibrillator (crt-d), so the device was unable to be interrogated. The crt-d remains in use. No patient complications have been reported as a result of this event.